Event description:
On (B) (6) 2010, patient reported his blood glucose has been elevated while using the infusion device and this has been ongoing for approximately 1-1.5 months. Patient stated, he switched to his backup infusion device for 3 days and his blood glucose returned to target range. Patient reported, he then switch to his primary infusion device on (B) (6) 2010 and his blood glucose became elevated immediately. Patient's target blood glucose range is 6-8 mmol/l (108-144 mg/dl). Patient reported, his blood glucose has elevated to the range of 12-15 mmol/l (216-270 mg/dl) and his current blood glucose is "well over 15 mmol/l" (270 mg/dl). Patient stated, he increased bolus and basal amounts in an attempt to troubleshoot his hyperglycemia; this did not work. Patient reported, he was able to decrease his bolus and basal amounts to his normal rate when using the backup infusion device. Patient reported no errors or alarms have been received. Patient reported, the boluses are not being recorded and delivered correctly. Patient stated, he visually confirms the amount that is delivered on the infusion device screen during bolus delivery. Patient reported bolus history does not match the amount programmed and delivered. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.